Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. Additional information received reported that crossing with the delivery system over the wire caused short run of ventricular tachycardia followed by asystole which was addressed acutely via pacing over the wire. The wire was retracted and delivery system (ds) maneuvered in order to change interaction with right ventricle (rv) which allowed the patient to get back into a stable rhythm which was unchanged during the rest of the case and remained stable post deployment. No additional drugs were given to address the acute conduction disturbance. The cause of the disturbance was pressure in the rv anatomy of the wire during crossing. There was no need for permanent pacemaker or anything else post deployment. The complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with other empirical evidence. Based on the device history record review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Potential contributing factors to this event may be attributed to mechanical pressure from the wire in the rv during crossing. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system where there was a wire placement rhythm disturbance that caused EKG changes. The delivery system (ds) was over the wire in the process of crossing but had not entered the rv yet. Early EKG changes required temp pacing over the wire. Wire path was lost on crossing, however, a new wire path resolved conduction issues.